Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "during the blowing of the tube cuff, the cuff partly closes the lumen of the tube inside the tube and blocks the passing of the air." It was further reported that the patient experienced respiratory distress, was "urgently extubated" and was then reintubated with another brand endotracheal tube. The patient's outcome was reported as "without life-threatening complication." Photos depicting the reported issue were provided. No further information has been provided.

Manufacturer narrative:
A review of the last three product monitoring reviews for trends indicated no trends for this issue on this product. The historical complaint data from december 01, 2015 to december 31, 2017 was reviewed as it relates to reports for product number 61214170. A total of one (1) complaint, including this one, was reported. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).